Manufacturer narrative:
H11. Livanova field service representative completed its activity cleaning and disinfecting the device, however, repair is required at manufacturing site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2005 and no other similar events were reported. Complaints database review revealed no further similar events since unit's installation. Based on available findings, a potential breach of the cooling coil could have been generated due to stirrer flow in the tank, and water successively entering into the cooling circuit and the compressor unit. The erosion kit upgrade was installed on the device in 2018 to reduced the water infiltration and preventing the reported failure. Since the issue was claimed about 7 years after the upgrade, the root cause of the event was addressed to the corrosion and not erosion, and occurred overtime independently from the upgrade. No concerning trend was highlighted for the above mentioned failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer. The device was found unusually loud operating noises. Appliance with compressor damage. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t triggers error in the operating theatre (high leakage current) during a procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11. Through follow-up communications, it was learned that due to the age of the device the unit will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.